Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The error did not result in an adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer will continue using their current pump for insulin delivery to ensure uninterrupted insulin delivery.